Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with insulin pump when, they delivered a huge amount of insulin via bolus and they gets the insulin flow block alarm. Customer's blood glucose value was 77 mg/dl. The customer was offer to test the functionality of the insulin pump and it passed. Customer stated that they were reporting a past event. Customer stated that the alarm did not occur during fill tubing. Customer reports event was resolved by reservoir change. The devices will not be returned for analysis.